Manufacturer narrative:
Product event summary: data files were returned and analyzed. Log files returned from the field was viewed using a log file analysis tool, and timestamps/errors were observed. In conclusion, the reported "steam pop" was not observed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an atrial fibrillation ablation procedure using the sphere catheter, after completion of pulmonary vein isolation (pvi), posterior wall (pw), and anterior mitral line creation, the physician was creating a cavotricuspid isthmus (cti) line. During a radiofrequency (rf) lesion on the cavotricuspid isthmus (cti), the physician reported seeing, feeling, and hearing a steam pop towards the end of ablation. The sphere catheter was approximately halfway between the tricuspid valve and the inferior vena cava (ivc). The procedure was temporarily interrupted while the physician pulled out the catheter, performed a visual inspection for char or tissue (none found), flushed the catheter, recaptured the lattice under saline, and reintroduced the catheter into the body. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID afr-00006 (lot: 0231384457); product type: 0627-cables and accessories. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to previous report h11: correction: d4 lot number. Correction: h11, h6 (following lot number correction, analysis summary/results for physically returned product became available). Product event summary: image files and the afr-00001 catheter with lot number 0231858606 were returned and analyzed. One image file showed radiofrequency (rf) lesions performed and stacking of the lesions was noted. It was also noted that lesion #138 had abnormal temperature readings with a drop in current limit. The analyst noted this could be a sign of impending steam pop. No anomalies were identified during preliminary inspection of the catheter. Tests for shorts and mapping identified an open circuit at electrode p4. During optical inspection of the lattice, a broken wire was observed at electrode p4. Leak and flow tests passed successfully. In conclusion, the reported steam pop was not reproduced during testing; however, signs of steam pop were observed during image file analysis. The catheter did not pass the returned product inspection due to an open circuit condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.